Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified cables that were hanging out at the bipolar connection on the maryland bipolar forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that the bipolar insert was missing from the instrument's housing back end. The pins and conductor wires were sticking out of the chassis. Insert may have not been fully seated in the chassis or may have been pulled out when the bipolar card was removed. Some bipolar cords are a tight fit on the bipolar pins and may require force, potentially causing the insert to pull out. Electrical continuity testing passed. Additional observations not reported by the customer was pulley and main tube damages. There were indentations at the edge of the distal pulley with visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the main tube. Evidence not conclusive, but the pulley and main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damages found during failure analysis could cause or contribute to an adverse event, if to reoccur.